Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ; product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the last 3 or so times they charged their implanted neurostimulator, the area where the recharger cord connected to the paddle would get very hot. Patient said they would have to put a shirt there to keep it from burning them. Patient also said today it took them almost an hour to get the paddle to connect to the implant, and halfway through, they had to stop charging the implant because the controller battery ran out of power before they could get the implant charged. When asked event date, patient said they charge every 12 days. A request was sent to the repair department to replace the recharger.